Manufacturer narrative:
Product analysis results: visual and optical inspection did not reveal any damage to the female hex or the threads of the screw. There is indentions on both sides of the crown of the screw where the rod was seated, but no signs of off axis seating that could contribute to the screws backing out. There are some witness marks on the head of the screw where it appears the threads were rubbed against while loading on the drivers. Functional check with a sample rod and set screw confirmed the screw was able to thread into the bone screw and the rod was able to be seated. Unable to determine root cause of screws backing out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
PMA 510(k): this part is not approved for use in the united states; however a like device catalog #6958926, 510k#k042789, UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent cervical thoracic posterior fixation due to paralysis. Post-operatively, the screw also backed out. Re-operation of screw replacement was planned to be performed on (B)(6) 2019. The patient was not strong moving because the patient had been in an external fixation state. There was a delay of more than 60 mins in procedure time as a result of this alleged event. There were no patient complication as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
In revision surgery,the wound site cleaning was performed because the infection was developed after removing the implant. There was no malfunction with the connector.